Manufacturer narrative:
The device is not available to manufacturer.

Event description:
It was reported that during avf case, the operator used guidewire (subject device) to deliver in artery system for about 2 hours but still could not reach the location, so delivered it in vein system. The guidewire (subject device) went through the middle catheter to go into sinus venosus, and at the junction between transverse sinus and sigmoid sinus, the guidewire (subject device) fractured. The fractured segment was about 3-4 cm. The operator tried to use snare as a medical intervention to take it out but failed, and the guidewire (subject device) left inside patient's body. There was a surgical delay for one hour. The physician replaced it with a new device and continued the procedure without clinical consequences reported to the patient due to this event.

Event description:
It was reported that during avf case, the operator used guidewire (subject device) to deliver in artery system for about 2 hours but still could not reach the location, so delivered it in vein system. The guidewire (subject device) went through the middle catheter to go into sinus venosus, and at the junction between transverse sinus and sigmoid sinus, the guidewire (subject device) fractured. The fractured segment was about 3-4 cm. The operator tried to use snare as a medical intervention to take it out but failed, and the guidewire (subject device) left inside patient's body. There was a surgical delay for one hour. The physician replaced it with a new device and continued the procedure without clinical consequences reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during the procedure the subject guidewire fractured inside the patient. The operator tried to use a snare as a medical intervention to remove it but failed. The guidewire was left inside the patient's body. The fractured segment was about 3-4 cm. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous, a non-stryker microcatheter was used, the guidewire tip was not shaped, and no friction/resistance was encountered during the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.